Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: l5/s1 it was reported that intra-op, the center t27 nut of the crosslink did not torque out and it was acted like it stripped. No health damage in the patient was reported.

Manufacturer narrative:
Product analysis result: visual optical functional visual and optical inspection confirmed multiple witness marks along the shafts of the crossing. Functional inspection confirmed the center nut will no longer tighten the crosslink arms of the implant. It appears the center nut has been over torqued damaging the threads of the multispan eyebolt. The center nut is unable to be threaded off. This type of damage is consistent with the screw being over torqued. If information is provided in the future, a supplemental report will be issued.